Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.  (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left circumflex artery. A 3.50x32mm synergy¿ drug-eluting stent (des) was implanted to treat the lesion. However, upon post dilation, an edge dissection in the distal part of the stent was noted. The physician then covered the dissection with a 2.75x16mm synergy¿ des distal to the first stent in an overlapping manner and the procedure was completed. No further patient complications were reported and the patient's status was stable.